Manufacturer narrative:
Unit received with broken off and missing the end cap. Unit received with missing motor assembly. Unit received with physical damage to electronic assy. Unable to perform displacement test due to physical damage to unit.

Event description:
It was reported that the insulin pump has physical damage. Customer's blood glucose was 230 mg/dl at the time of the incident. Customer was advised the insulin pump will be replaced and agreed to return the device for analysis.